Event description:
The complainant alleged that during incoming inspection of the product, the device caused the defibrillator to display a "paddle fault" message. There was no pt involvement with the reported malfunction.